Event description:
It was reported to philips by a customer that the unit had a proximal line sensor error, and that the device failed while on a patient. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomedical engineer stated that the unit alarms proximal disconnect and he does not have tools to test unit. Further information is pending.

Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If additional information is later obtained, a supplemental report will be submitted.